Event description:
It was reported that the patient developed possible lead vegetation on echocardiogram. Both the right ventricular (rv) lead and the right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.